Event description:
Litigation papers allege:bilateral patient was implanted with a depuy asr hip implant in his right hip on (B)(6), 2009 (left side was entered in a separate complaint). Patient suffered from pain and discomfort in his hips. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position. It is unclear whether or not patient was revised on the right side.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update**(B)(4) 2013 - patient has been revised to address alval. Comment: there is a dor discrepancy between litigation and what is now being reported on the der. Due to accuracy, the dor from the der will be reported. Should we receive additional information, we will update if needed. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant in his right hip on (B)(6) 2009 (left side was entered in a separate complaint). Patient suffered from pain and discomfort in his hips. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position. It is unclear whether or not patient was revised on the right side. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.